Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified, based on the results of the investigation, it is likely the following led to the malfunction t is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned distal end cover. There was no patient involvement.